Event description:
The customer reported that during a neck procedure, the blue insulation from the device detached from the device and fell into the pt cavity. The material was not retrieved. The site stated that no pt injury resulted from the incident.

Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.